Event description:
It was reported that the vns patient¿s device was tested while in the ICU and system diagnostic results showed high impedance (dcdc ¿ 7). The reason for the hospitalization was not provided. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Analysis was completed for the returned generator on 02/17/2016. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis was completed for the returned lead portion on 03/07/2016. The electrodes were not returned for analysis and a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector pin quadfilar coil appeared to be broken near the end of the connector boot. Scanning electron microscopy was performed on the connector end of the connector pin quadfilar coil break and identified the area on two of the broken coil strands as having evidence of a stress induced fracture with fatigue appearance and mechanical damage and pitting. The area on the remaining broken coil strands was identified as being mechanically damaged with pitting. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the electrode mating end of the connector pin quadfilar coil break and identified the area as being mechanically damaged with pitting. Pitting was observed on the coil surface. An abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one point in time. The additional setscrew marks found on the lead connector pin provide evidence that a good mechanical and electrical connection was present at one point in time. No other discontinuities were identified.(B)(4)

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death.

Event description:
The generator and lead were replaced. The generator was replaced prophylactically. Systems diagnostics were performed on the day of surgery with the replacement generator and the high impedance persisted. The set-screw was then opened and pin re-inserted, then the set screw re-tightened. After the pin was properly fed through and visually confirmed, the device was re-interrogated and system diagnostics were re-performed. High impedance persisted. The lead was then replaced. The explanted devices have been received and analysis is underway, but has not been completed to-date.